Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was reviewed, and the following was observed: 3mensio: calcification and tortuosity present in both access vessels. Access side (right or left) was not provided. Post-procedural device image: two (2) valve struts appear bent on inflow side, valve is over delivery system (ds) inflation balloon, which exited sheath tip. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on review of provided imagery. Available information suggests patient factors (calcification, tortuosity) and procedural factors (high push force, insertion angle) likely contributed to the event as it was reported that a steep insertion angle was used. Additionally, review of provided 3mensio imagery revealed calcification and tortuosity in the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. A product risk assessment is captured in the technical summary written by edwards lifesciences, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfering with access vasculature resulting in additional percutaneous intervention, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold and no pra update is required, no further action is required. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Prior corrective action, detailed in the technical summary, captures prior high push force investigation and corrective/preventative action. Trending analysis indicates complaint rates are within the control limit. No further escalation is needed at this time.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the aortic position, when the valve was pushed through the sheath it bent a strut backwards on the valve. The physician pulled the system back into the sheath and removed everything as a unit. There was resistance felt during insertion of the delivery system into the esheath. A second sheath, valve, and delivery system were prepped, inserted, and deployed without issue. The patient is doing well.

Manufacturer narrative:
The investigation is ongoing.